Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotics (ongoing as outpatient, dose, route, and frequency were not reported). At the time of this report, the patient was recovering and was scheduled for discharged (eight days after event onset, per the patient's request). Pd therapy was ongoing. No additional information is available.